Event description:
It was reported by repair work order that the brakes wont engage due to malfunction brakes padal roll pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.